Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the revision surgery went successfully on (B)(6) 2016. Stem and head were explanted. Stem loosening was confirmed. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening in cementless tha after 9 years in a young male patient (according to report: the stem loosened status is not openly evident from the x-ray). The stem looks as if it has subsided long time before the revision operation, but there is no control xray and the only image available represents one hip only, so no judgment on possible leg length discrepancy can be made. The reasons for the loosening are totally unknown to date. Batch review performed on 05 december 2016. Lot 062099: (B)(4) items manufactured and released on 23 february 2007. Expiration date: 2011-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned on (B)(6) 2016 due to stem loosening.